Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction, urge incontinence. It was reported that the reason for the call was the nurse said the patient was going to have an MRI, but they tried to turn off the stimulator and could not. The nurse said both external devices were charged, but when they tried to connect in the app, they kept getting no device response. The nurse was not with the patient at the time of the call. Technical services made an outbound call to troubleshoot with nurse. The nurse confirmed they were in the correct app and were putting pressure on communicator, but still got no device response. The patient was redirected to their doctor to address the issue.